Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a stone removal procedure in the kidney, performed on (B)(6) 2020. According to the complainant, when the physician unpacked the stent, the stent was found fractured into many parts. Another percuflex plus stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the complaint device was provided and showed that the stent was broken to multiple pieces.